Manufacturer narrative:
(B)(4). This customer reported that the device got hung up during opcheck. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device got hung up during opcheck.